Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms and inquired if insulin pump was working as designed. Customer's blood glucose was 400 mg/dl. Customer changed set and gave a bolus delivery. Troubleshooting could not continue as call was disconnected.